Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. : device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) display became unresponsive during procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. However, as the reported issue could be intermittent, the technician replaced the processor board as a precautionary measure. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the behavior and discussion with the livanova investigation team was conducted and it was confirmed that the reported issue was caused due to pressing the open and close buttons in quick succession, or pressing them both at the same time. The status of the clamp (i.e. Open or close) is displayed in the upper portion of the screen. The green lines next to the symbols at the lower portion of the screen can disappear if pressed too quickly, which results in the software not knowing which clamp button was pressed. The root cause was determined to be related to user technique.